Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during an ablation to treat atrial fibrillation, an attempted to connect the reflux cable to the irrigation port of a intellanav stablepoint open-irrigated catheter. However, the catheter tube catheter had a crack and was leaking at the poximal end. No errors were displayed on the . The physician concluded that the device could not be used continuously and a new ablation catheter was taken out to complete the procedure. No error messages were displayed on the metriq pump or maestro 4000 generator. No patient complications were reported. The device is expected to be returned.